Event description:
The reporter indicated a 12.0mm icm120v4 implantable collamer lens tore during the loading process and the lens was inserted. The lens was removed with no patient injury and another lens was implanted. The problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Device evaluated by manufacturer? No. Lens not returned. (B)(4).